Manufacturer narrative:
The reported complaint lead impedance out of range was confirmed. Visual inspection during initial testing revealed contamination of the atrial contact spring. The epoxy contamination was found on the contact spring loops and ring spring slot and in the tip connector bore. The epoxy on the spring and ring slot prevented the spring from expanding and the loops from sliding apart to allow lead insertion through it. The epoxy on the spring will also prevent electrical contact needed for signal transmission, consistent with the reported lead impedance anomaly. Sem spectrum analysis verified the contaminant is epoxy. A manufacturing anomaly may have occurred that resulted in the epoxy contamination of the a-contact spring and a-connector. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction section b5 and d10: the event description and concomitant product was corrected as the alleged malfunction was on the pacemaker rather than the right ventricular lead.

Event description:
It was reported that the patient presented at the hospital post-procedure after the initial implant. Interrogation of the device showed high impedance on the right ventricular (rv) channel. The physician elected to reposition the rv lead on (B)(6) 2025. However, upon connecting the rv lead into the pacemaker header rv port, the impedance remained high despite multiple attempts of repositioning the lead pin at the header. The pacemaker was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented at the hospital post-procedure after the initial implant. The patient's right ventricular (rv) lead exhibited high impedance measurements. The physician elected to reposition the right ventricular (rv) lead on (B)(6) 2025. However, the rv lead placed into the rv port at the pacemaker header exhibited high impedance measurements despite multiple attempts of repositioning the lead pin in the header. The pacemaker was explanted and replaced. The patient was stable.